Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Additional suspect medical device components involved in the event: model#: sc-2158-50, serial#: (B)(4), batch#: 17112788, description: linear lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.